Event description:
Treatment of an unruptured sidewall aneurysm located proximal to the bifurcation of the aca (anterior cerebral artery) and the mca (middle cerebral artery) in the right ica (internal carotid artery). The aneurysm was previously treated with flow diversion (5mm x 16mm) 9 months prior; however, the aneurysm was still filling up on the follow-up visit. The patient was on dual antiplatelet therapy. On (B)(6) 2014, the patient underwent pipeline (5mm x 16mm) embolization treatment in order to reline (improve coverage) the previous pipeline that was placed 9 months ago and also due to the aneurysm filling. During the procedure, it was reported approximately 80% of the pipeline deployed without issues; however, the proximal 20% was flattened and elongated with the edges sticking together. Attempts were made to open the pipeline by manipulation of the marksman catheter and the guidewire, but without success. It was decided to access the pipeline on the contralateral side via the left groin and a-comm (anterior communicating artery). A hyperglide balloon was used to open the pipeline (an option presented in the instructions for use). Post procedure, the patient experienced an sah (subarachnoid hemorrhage). The physician believes the sah occurred during contralateral access through the a-comm. The patient was stable and awake on the ward, but required medication and close monitoring. On (B)(6) 2014, the patient was treated for vasospasm. It was reported the patient was doing well and discharged home.

Manufacturer narrative:
The device involved in the event wil not be returned for evaluation as it was implanted in the patient. (B)(4).